Manufacturer narrative:
Device and packaging were clearly marked as "demo/not for human use" per osseon procedures.

Event description:
The surgery was running late and the sales rep was out of the room. An osseon needle demo kit was in the sales rep's sales kit bag, which was in the sub sterile location away from the operating field. The sales rep was waiting in the waiting room for the procedure. The sales rep was called later by the surgeon's nurse to let him know that they were opening the room, i.e. Beginning the procedure. The sales rep told the nurse that he would be there in a few minutes. By the time the sales rep returned, the nurse had removed the demo unit from the sales rep's product kit. The product is marked as a demo unit, with "not for human use" labels on the box and needle, and is not sterile. The nurse failed to notice the "not for human use" labels and the system was presented to the dr for use in the pt. The sales rep noticed the error while he was doing the paperwork after the case. He called the surgeon back to make him aware of the situation. The sales rep reports that as of 4 days after the procedure, there has been no impact to the pt. The pt was also advised of the problem.